Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: deterioration of glue due to complex stress, chemical stress at reprocessing and mechanical stress at attachment/detachment. The event can be [detected/prevented] by following the instructions for use which state: we confirmed that inspection methods for the suggested event is in IFU chapter 7 cleaning, disinfection and sterilization procedures, and chapter 8 storage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that peeling had occurred on the inside of forceps/irrigation plug. It was noted that parts had fallen off. The issue occurred during reprocessing. There were no reports of patient harm.